Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 13 device investigation types have not yet been determined. Additional information: 13 devices were labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device reportedly had a decrease in pressure. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10: 13 previously reported events are included in this follow-up record. Product return status: 13 devices were not available for evaluation. H3 other text : device not available.

Event description:
This report summarizes 13 malfunction events in which the device reportedly had a decrease in pressure. 13 events had patient involvement; no patient impact.